Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the iol was noted to be off axis. The surgeon reported that he rotated the iol and the patient was seeing much better. The surgeon was unwilling to complete the questionnaire.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/06/2009, 03/19/2009, and 03/23/2009 by phone, fax, and mail. The surgeon was unwilling to complete the questionnaire. This report was mailed to FDA on: 04/03/2009.